Event description:
This report is being filed after the review of the following journal article: li s., li j., and li q. (2021), effects of minimally invasive intraplate fixation on painful post-op, respiratory function, and fracture healing in older patients with rib fractures, chinese gerontology journal, vol. 41 (xx), pages 4419-4421 (china). The aim of this study was to explore the effects of minimally invasive intraplate fixation on post-operative pain, respiratory function, and fracture healing in elderly patients with rib fractures. Between july 2018 to october 2020, a total of 92 patients were included in the study. The control group (n=46; 29 male and 18 female; mean age of 67.4 ± 7.2 years) was treated with conventional fracture-cutting endometrial fixation using a competitor device, and the observation group (n=46; 21 male and 25 female; mean age of 65.7 ± 5.5 years) was treated with minimally invasive steel-plate fixation using matrix (johnson & johnson synthese). The follow-up period was unknown. The following complications were reported as follows: observation group: 2 patients had pleural effusion. 1 patient had no lung/atelectasis. 1 patient had pulmonary infection. This report is for an unknown synthese matrix constructs. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk - constructs: matrix plate/screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - constructs: matrix plate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.